Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid in the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2147 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical support (ts) that a liberty select cycler was in use when the screen suddenly went blank (unknown phase) and an unknown alarm occurred. The pdrn stated the cycler would no longer turn on. The pdrn tried using several different power outlets. It was confirmed that the power cord was securely plugged in, and the switch was in the ¿on¿ position. There was no sound when the ok and stop buttons were pressed, and the buttons were not lighting up. The pdrn stated a patient was connected during the incident. The ts representative advised to discontinue use of the cycler and a replacement cycler was issued to the facility. Upon follow up, it was reported that the patient was unable to complete their treatment on the day of the reported event. However, the patient was able to complete treatment the following day. The pdrn stated the patient was hospitalized at the time of the call due to a cause unrelated to peritoneal dialysis (pd) therapy or use of the liberty select cycler. There was no patient harm or adverse event reported, and no medical intervention was required. The cycler was returned to the manufacturer for physical evaluation. The pdrn could not confirm if the replacement cycler had arrived. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.